Event description:
Reportable based on device analysis completed on 10-dec-2018. It was reported that shaft leak occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, leakage of contrast media was noted at the joint portion of the balloon. The device was completely removed from the patient and the procedure was completed with another 6.0 x 40, 75cm mustang balloon catheter. No patient complications were reported. However, returned device analysis revealed a longitudinal balloon tear.   The device was received with a guide wire which measured 0.032 inch. A visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from 5mm proximal to the proximal markerband and it extended distally on the balloon for a total length of 24mm. An examination of the balloon material identified no issues which could potentially have contributed to the tear. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the shaft of the device. The returned guidewire passed freely through the wire lumen. A microscopic examination identified no issues or damage to the tip of the device. An attempt was made to inflate the device to test for shaft leaks. No leaks were noted in the shaft, however liquid did leak out through the tear in the balloon. No other issues were identified during the product analysis.